Event description:
Additional information was received from the user facility. The procedure was therapeutic. When removing the scope at the end of the procedure, the distal cover had fallen into the airway of the patient. Without further incident, the distal cover was retrieved with a few minutes delay while the patient was under general anesthesia. The intended procedure had been completed when the scope was removed, and the cover had fallen off. As previously reported, the user did not place the distal cover on incorrectly which caused the cover to split and come loose.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned, an attempt to replicate the reported failure using a distal cover confirmed the cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the legal manufacturer's investigation, the following are likely causes of the tip cover falling off: (1) anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. (2) the cover was easily removed from the scope due to insufficient attachment to the scope. (3) when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use identify the following verbiage related to the phenomenon: "7.3 attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover".

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative initially stated when the user pulled the maj-2315 single use distal cover out of package, there was a crack in the base, however, additional information was obtained and clarified that the user placed the cover on incorrectly and caused the cover to split and come loose. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover came off in the airway of the patient. The distal cover was being used with the evis exera iii duodenovideoscope. The user had placed the distal cover on incorrectly which caused the cover to split and come loose. No patient harm reported.